Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a percutaneous coronary intervention (pci) procedure, a pt death occurred. The pt presented two days prior to the intervention with shortness of breath. The lesion being treated was located in the left anterior descending (lad). While attempting to place the 1.5mm apex, the physician had a difficult time seeing the marker band. The physician 'hubbed out' the apex balloon while looking for the marker band. Following the use of the apex balloon, the lesion was dilated with 2.75x15mm quantum maverick balloon and a promus 3.00x28mm stent was implanted. Per the procedure notes, final injections were taken, which revealed good results, with no dissection and no thrombus. The pt was brought back to her room. Approximately 90 minutes post the procedure, the pt developed a 'code 99', which appeared to be more of a respiratory arrest. The pt was intubated and given medication. Parameters became fairly stable and the pt was transferred to the ICU. Shortly after the transfer, the pt developed bradycardia and became pulseless, having pulseless electrical activity (pea). Resuscitation attempts were unsuccessful and pt death occurred. Per the procedure notes, the pt did not have any evidence of an acute infarction as far as the stent closing. Bsc medical sciences reviewed both the procedure notes and angiograms. Based on the review "the indication of a single marker band seen near the proximal lad. The visual indication of a single marker band is consistent with the design of a 1.5mm apex. Assuming no additional balloons were brought to the table, the apex marker band is clearly visible. This marker does not appear to be in a blood vessel and appears to be "floating" as if tethered in the pericardial space near the rvot/pulmonary outflow tract. The potential scenario of a missing marker band can be ruled out based on observation of the marker band being visible in the pericardial space. Proximal movement/misplacement of the marker can also be ruled out given the marker was spotted distal to the lesion. In summary the apex markerband was visible throughout the procedure.